Event description:
Health professional reported a "patient that had a ruptured oesophagus from the insertion of the calibration tube during a gastric band procedure and needed to be hospitalizes for a period of time." Investigation in progress.

Manufacturer narrative:
(B)(4). The reporter of the event was asked to return the product analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Esophageal perforation is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional info has been reported to allergan regarding the lot number the surgeon, the event date, patient data or further event details. Device labeling addresses surgical technique in regards to perforation: "caution: during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach." "Discard the calibration tube after use only when surgeon has completed surgery. During insertion of the calibration balloon, care must be taken to prevent perforation of the esophagus or stomach."